Event description:
It was reported that the patient's surgical wound was not healing as anticipated. The physician assessed that the patient had developed an infection at the lead extension connection site. The patient was administered antibiotics and underwent a system explant procedure. The patient is expected to fully recover. The system was retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7089881. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); batch: 7096883. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; batch: 28953073.